Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the fallen parts could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The findings are as follows: the distal end plastic cover and eyepiece body had minor dents and scratches; the bending section cover glue was cracked; the objective lens had tiny chips along the edge; there were three broken image guides; and the insertion tube had discoloration and snakiness. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that parts fell off the distal end of the rhino-laryngofiberscope, including the bending section cover. Additionally the black sheath was coming off the tip along with a possible water leak. This was found during receipt inspection for a diagnostic procedure. Patient was not sedated at the time of the reported event. The intended procedure was completed with no delay using a similar device. There was no report of patient harm.